Event description:
Harmonic scalpel used during laparoscopic procedure with excessive smoke filling abdomen-removed trocar and noticed rubber on end of one jaw was melted with small piece hanging. Diagnosis for use: ectopic pregnancy.